Manufacturer narrative:
This report is for an unknown rod/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is the patient. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2012, the patient underwent the removal of an intramedullary rod/nail and locking screws in the right lower extremity due to painful retained hardware in (B)(6) 2011, the patient fell and sustained a fracture in his right distal tibia. On (B)(6) 2011, the patient and underwent a right ankle arthrodesis with a depuy intramedullary rod in dynamic mode and 2 distal locking screws but has continued pain and difficulty ambulating. On (B)(6) 2012, x-rays revealed that the patient has a delayed union and malunion, right ankle fusion and was advised for cad/cam orthotics before considering hardware removal. On (B)(6) 2013, it was noted that the patient's fusion was solid, the wounds are healed and he is doing much better. On (B)(6) 2013, the patient fell in a yard sale and hurt the left side. Now he has shoulder pain, a rotator cuff tear, impingement and acromioclavicular arthrosis. On (B)(6) 2014, after the failed conservative treatment, the patient underwent a left shoulder arthroscopy, subacromial decompression, distal clavicle excision, arthroscopic rotator cuff repair, biceps tenodesis, extensive debridement of the biceps, labrum and was implanted with the use of bio healix mitek anchor. On (B)(6) 2014, the patient underwent arthroscopy of the right knee with partial medial meniscectomy due to medial meniscal tear and failed conservative treatment and left shoulder manipulation under anesthesia with intraarticular steroid injection for left shoulder adhesive capsulitis. On (B)(6) 2015, an MRI shows left subscapularis tear and he underwent a left shoulder arthroscopy with subacromial decompression, arthroscopic rotator cuff repair and extensive debridement of the rotator cuff and labrum where depuy mitek anchors were placed. On (B)(6) 2016, the patient presented with marked right knee pain with signs and symptoms of a medial meniscal tear. He underwent arthroscopy of the right knee, partial medial meniscectomy and resection of plica. On (B)(6) 2018, with indications of medial meniscal tear, right knee with synovitiv medial synovial plica, the patient underwent ulnar nerve decompression of the right elbow and median nerve decompression of the right wrist. This report is for 1 unknown rod. This is report 1 of 3 for (B)(4).

Event description:
Updated event description:: it was reported that on (B)(6) 2012, the patient underwent removal of intramedullary rod/nail and locking screws in the right lower extremity due to painful retained hardware in (B)(6) 2011, the patient fell and sustain another fracture in his right distal tibia. On (B)(6) 2011, the patient and underwent a right ankle arthrodesis with depuy intramedullary rod in dynamic mode, 2 distal locking screws but has continued pain and difficulty ambulating. On (B)(6) 2011, the patient underwent screw removal due to the screw backed out. On (B)(6) 2012, x-rays revealed that the patient has delayed union and malunion, right ankle fusion and was advised for cad/cam orthotics before considering hardware removal. On (B)(6) 2013, it was noted that the patient's fusion was solid, wounds are healed and he is doing much better. On (B)(6) 2013, the patient fell in a yard sale and hurt the left side with shoulder pain, rotator cuff tear, impingement and acromioclavicular arthrosis. On (B)(6) 2014, after failed conservative treatment, the patient underwent a left shoulder arthroscopy, subacromial decompression, distal clavicle excision, arthroscopic rotator cuff repair, biceps tenodesis, extensive debridement of the biceps, labrum and was implanted with the use of bio healix mitek anchor. On (B)(6) 2014, the patient underwent arthroscopy of the right knee with partial medial meniscectomy due to medial meniscal tear and failed conservative treatment and left shoulder manipulation under anesthesia with intra articular steroid injection for left shoulder adhesive capsulitis. On (B)(6) 2015, MRI shows left subscapularis tear and underwent a left shoulder arthroscopy with subacromial decompression, arthroscopic rotator cuff repair and extensive debridement of the rotator cuff and labrum where depuy mitek anchors were placed. On (B)(6) 2016, the patient presented with marked right knee pain with signs and symptoms of a medial meniscal tear. He underwent arthroscopy of the right knee, partial medial meniscectomy and resection of plica. On (B)(6) 2018, with indications of medial meniscal tear, right knee with synovitiv medial synovial plica, the patient underwent ulnar nerve decompression of the right elbow and median nerve decompression of the right wrist. This complaint involves three (3) devices only.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: unknown screws locking (part# unknown, lot# unknown, quantity# 2).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.